Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined the subject device has been repaired fourteen times in the past five years. Therefore, the user handling before/after procedure may have caused the event, like the similar complaint. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found leaking from the joint between distal end cover (c-cover) and metal. There was a chipped lens. The bending section cover glue (a-rubber glue) is detached. There are deep scratches on the protector and has a protruding sheath.

Event description:
The user facility reported that the device had a leak below the air/water channel. There was no patient involvement. No additional information was provided.